Event description:
A surgeon reported that while taking the intraocular lens (iol) out of its container during the surgical procedure, he noted that one of the haptics has detached. The iol was not implanted. In a f/u, the surgeon reported that the surgery was postponed for four weeks and has not yet taken place. Add'l info has been requested.

Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).